Manufacturer narrative:
Upon receipt of additional information, the event was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00808 / 00809).

Event description:
Patient reported that patient experienced pain and elevated metal ion levels following a hip procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.